Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- it was reported that the trial liner has a broken tab and doesn't lock into shell. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the reverse liner trial 36+0 had one tab broken. Fragment was not returned for evaluation. Additionally, scratches can be seen on the surface. This type of damage is likely due to repeated slightly off-axis assembly and with the interaction of gripping/sharp tools with the device. Properly handling and attention to the approved use of the device diminishes the risk of failure. A functional test was unable to be performed due to the post-manufacturing damage, however, based on the observed condition of the device, it is reasonable to conclude that this condition would likely impede the device from securely attach to its mating device. Therefore, the reported allegation can be confirmed. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the reverse liner trial 36+0 would have contributed to the complained device issue.¿ based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot- the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3.

Event description:
It was reported that the trial liner has a broken tab and doesn't lock into shell.

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.